Event description:
It was reported that the patient visited the emergency room on (B)(6) 2025 due to a near episode of diabetic ketoacidosis (dka). Her blood glucose levels had reached 710 mg/dl while wearing the pod between 4 and 24 hours on the arm. Her cgm (continuous glucose monitoring) system was reading her glucose levels as critically low. She reported receiving an urgent low blood glucose alarm (blood glucose less than 55 mg/dl) prompting her to treat for hypoglycemia as usual. Despite this, the cgm continued to display her blood glucose levels were dropping, leading her to administer further treatment to raise her blood glucose levels. Additionally, the patient was using the omnipod system in automated mode, therefore when the cgm provided a reading of less than 60 mg/dl, the omnipod system stopped insulin delivery. After repeated treatment for what appeared to be low glucose levels, the patient began to experience vomiting, nausea and difficulty breathing. This prompted her to check her blood glucose with a meter, and she found her glucose was actually over 500 mg/dl, therefore she went to the ER (emergency room). The patient was treated with insulin and a "serum" to reduce her glucose levels and also underwent a chest x-ray and an MRI. She was discharged after a few hours.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624. 014.s911usqs1awih. Smartphone hardware: sm-s911u. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.